Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that their insulin pump was over and under delivering with unknown blood glucose levels at the time of the incidents. The customer did not mention how they treated. The customer experienced symptoms such as loss of consciousness. The customer stated they lost consciousness due to an over delivery of insulin. The customer was wearing the insulin pump during the incidents. Troubleshooting was not completed as the customer declined. No further information was provided. The insulin pump will not be returned for analysis.